Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the pump reset process. After the reset, the pump did not display the error code again, and the caller successfully started their sensor session.